Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had an error message that prevented the application from being available. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator had been restarted in the wrong order, which created an error message that prevented the device application from being available. The technical support specialist (tss) confirmed that the initially assigned field service engineer had powered down the helmer refrigerator and the pyxis main. However, the issue occurred again. The issue required physical manipulation, which could have been performed by hospital staff. The tss shared the reboot procedure on how to restart the refrigerator in case this happened again and suggested introducing it as a first step if the issue reoccurred. The case was then marked as complete. The system functioned as intended after the technical support specialist and field service engineer investigated the device.